Event description:
It was reported that "vcare standard uterine manipulator handle broke during surgery".

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.